Manufacturer narrative:
UDI no. - not required for this product code. Results and conclusions: is based on the evaluation of the returned sample; based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed that the small and large balloons were not attached and the sample did not meet the leak test specification. Visual inspection of the retention samples from the reported product code/lot# combination as well as from the surrounding lots was conducted. There were no visual anomalies noted and all samples were leak tested and all samples met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Per the attached user facility medwatch report # (B)(4) which was received from the FDA on august 17th, 2016, the event description states the following: "we applied a tr band to the access site of patient and inflated 15ml of air. The air would not stay inflated in the bladder of the device. We removed the device from the patient wrist and looked at the bladder and a hold was found. We opened a new one from the same lot and it worked just fine." The patient did just fine and no harm to the patient.